Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon performed pancreatectomy, and during the first firing the surgeon clamped pancreas and started the firing ,however ,after the surgeon fired by 5 mm, it stopped.they said no strange sound was heard. It was very difficult for the surgeon to remove the cartridge from the tissue. The device was removed from the tissue by force but no tissue damage was caused. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.